Event description:
This is a report by a nurse from the USA of bacterial peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. On an unreported date in (B)(6)2010, a peritoneal effluent culture was performed which was positive for raoultella planticola. Upon a follow-up call with the nurse, it was clarified by the nurse that the doctor was unfamiliar with this organism and it may have originated from the bowel or the patient's teeth. The nurse did not provide information regarding treatment for the event. Pd therapy was ongoing at the time of the event. On an unreported date in 2010, the patient had recovered from the event. On (B)(6)2010, the patient was discharged from the hospital. Concomitant medications were not reported. Per the nurse, the bacterial peritonitis with culture positive for raoultella planticola was not related to pd therapy.

Event description:
During troubleshooting a check lines & bags alarm appeared on the homechoice (hc) display during priming, the home patient (hp)'s caregiver (cg) reported to the technical service representative (tsr) spike was not in all the way. The tsr assisted to clear the alarm and priming completed. The hc machine advanced to connect yourself. The cg resumed setup. During a follow up with the cg regarding the spike not all the way in, it was revealed that the hp uses a compact exchange device (cxd) to spike the bags, and she thinks the cxd did not spike completely. The cg stated that the issue was resolved, and hp has been spiking the bags manually without any issues. Per cg, hp did not have any injury or harm as a result of this incident. The cg confirmed that there were no issues with the supplies. This writer advised the cg to contact baxter technical support when she is near the cxd so a tsr could assist her troubleshoot the issue or arrange for a swap of the cxd. The cg agreed. Per cg, hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided. This writer then contacted a tsr regarding the issue with the cxd. The tsr stated that he would contact the cg and attempt to troubleshoot or arrange a swap of the cxd if needed.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown; and patient discards supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (h10f10012, h10e06053), with no defects noted.